Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's selector switch was not functioning. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation: instead the control board was returned. During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. A replacement control board was sent to the customer. Analysis of reports of this type has not identified an increase in trend.